Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/18/2008. Evaluation of the device observed confirmed that the locking mechanism was defective, and the blade could not be locked. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the universal oscillating saw attachment didn't function. There was no patient harm or delay reported, and the procedure was completed with an alternate device.